Event description:
Event: (cc# 98-01024) the iab leaked. This was the only information at the time of the report. The following was reported to datascope on 9/17/98: the iab leaked after 5 hours. The alarm sounded from the pump. The iab was inserted on 8/15/98 and was removed on 8/15/98. Another was inserted. There was no patient injury or complication as a result of the event on 8/15/98. (Multiple event to customer complaint number 98-01245). [Event complications]: unknown - reported 8/17/98; none - rpt'd 9/17/98. [Patient's current status]: unk - rpt'd 8/17/98.